Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-06637. It was reported the patient has been experiencing heating at the ipg while recharging. It was also reported the patient has been burned in the past as a result. The patient has also been unable to recharge the ipg successfully due to the heating. Sjm personnel provided the patient with recharging recommendations. ''Since the following the instructions given the patient has been able to recharge the ipg effectively." On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number is included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.